Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) fell out of the vessel before collecting the balloon through button 2. Button 1 was pressed and deployed the sealant, button 2 was not pressed and the device fell out. It is stated that there was no leakage from the balloon when checked outside of the body and the "deploy". There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) fell out of the vessel before collecting the balloon through button 2. Button 1 was pressed and deployed the sealant, button 2 was not pressed and the device fell out. It is stated that there was no leakage from the balloon when checked outside of the body and the "deploy". There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon pull-through¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively be determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. The IFU also instructs to grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) fell out of the vessel before collecting the balloon through button 2. Button 1 was pressed and deployed the sealant, button 2 was not pressed and the device fell out. It is stated that there was no leakage from the balloon when checked outside of the body and the "deploy". There was no reported patient injury. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was fully depressed and button 2 was not depressed. The syringe was received separated from the device with the stopcock open. The sealant and procedural sheath were not returned for evaluation. In addition, the balloon was received fully deflated. Per functional analysis, a simulated inflation/deflation test could not be performed on the balloon of the returned device due a leakage in the balloon that was revealed during leak testing. In addition, the condition of the returned device does not match the complaint description. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. In addition, that the sealant was not returned for evaluation. The product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon pull through¿ could not be confirmed since the device was returned with a tear in the balloon, resulting in a ¿balloon loss of pressure¿ event. The exact cause of the tear could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received with a tear, which the customer reported was not noted when the balloon was checked outside of the body. However, it is possible that the tear was not noticed and may have contributed to the pull through experienced since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although not provided) most likely contributed to the tear found. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) fell out of the vessel before collecting the balloon through button 2. Button 1 was pressed and deployed the sealant, button 2 was not pressed and the device fell out. It is stated that there was no leakage from the balloon when checked outside of the body and the "deploy". There was no reported patient injury. The device was returned for evaluation. Addendum: product evaluation revealed a tear in the balloon of the mynx control vcd.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.